Event description:
It was reported that during the implant procedure, there were high impedance readings in the lv port of 2500 ohms when the physician connected the lead to the ICD. The lv lead impedance was good when the physician used the analyzer. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found, grommet was damaged.